Manufacturer narrative:
Article citation: hedayati b, juhász m, chu s, mesinkovska na. Adverse events associated with cryolipolysis: a systematic review of the literature. Dermatol surg. 2020 oct;46 suppl 1:s8-s13. Doi: 10.1097/dss.0000000000002524. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article, "adverse events associated with cryolipolysis: a systematic review of the literature", there are 30 reports of paradoxical adipose hyperplasia (pah) post-treatment, which may be underreported. There have been at least 2 cases of pah presented at the american society of dermatologic surgery (asds) annual meeting since 2014 that were unfound in the initial search. There have been at least 2 cases presented at the american society of dermatologic surgery (asds) annual meeting since 2014 that were unfound in the initial search. Moreover, in the maude database, there have been 9 reports of possible pah since 2011.